Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) explant surgery due to an erosion and migration of the cuff. The physician will wait for the eroded tissue to heal. A surgery to implant a new aus system has not been scheduled yet.

Manufacturer narrative:
Investigation summary: based on the information available, product analysis was unable to confirm the reported erosion and migration of the cuff component. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: returned product consisted of an ams 800 pressure regulating balloon, occlusive cuff, and a control pump. The cuff component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the cuff. Inspection of the remainder of the device revealed no other damage or irregularities that would affect the cuff functionality. The balloon component was visually, microscopically inspected and tested for leaks. During visual inspection, it was observed that there was foreign material (fm) in the balloon. Wear and a slight decolorization was observed on the kink resistant tubing (krt). Under microscopic examination, the fm is confirmed to be identified in the balloon shell and consistent with tissue. The balloon was not functionally tested due to the confirmed contamination in the balloon component. Product analysis did not identify a malfunction with the balloon component. The pump component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the pump. The pump was not functionally tested because there was no device allegation made against the pump component and further testing did not deem necessary based on the reported information. A malfunction was not identified in the pump component. Labeling review: upon reviewing the IFU, ams 800 male ous, bsc, the appropriate warnings were identified in the IFU and orm documents therefore no further review or escalation is required. Urethral erosion is included as a potential adverse event in the product labeling. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: based on the information available, a conclusion code of known inherit risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) explant surgery due to an erosion and migration of the cuff. The physician will wait for the eroded tissue to heal. A surgery to implant a new aus system has not been scheduled yet.